Event description:
It was reported that the patient had inappropriate shocks for supra-ventricular tachycardia (svt). Therapy was exhausted in this single episode without converting the rhythm. Technical services reviewed the data and advised to confirm if the rhythm was svt or ventricular tachycardia. There were no additional adverse patient effects. The device remains implanted.